Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The patient reported that she has an operation for a bunion on (B)(6) 2017 and that following surgery her metatarsal snapped. The patient further reported that the surgeon then implanted a stryker device on approximately (B)(6) 2017 to treat the fractured metatarsal and that a 'template' was implanted in error which subsequently dug into the bone and caused local tissue reactions. The patient further reported that she required revision surgery, which was carried out on (B)(6) 2017, for the template to be removed and affected tissues debrided. The customer would like to know the composition of the material from which the template is made. The patient reported that she had pain and swelling during the period the plate was in place.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
The patient reported that she has an operation for a bunion on (B)(6) 2017 and that following surgery her metatarsal snapped. The patient further reported that the surgeon then implanted a stryker device on approximately (B)(6) 2017 to treat the fractured metatarsal and that a 'template' was implanted in error which subsequently dug into the bone and caused local tissue reactions. The patient further reported that she required revision surgery, which was carried out on (B)(6) 2017, for the template to be removed and affected tissues debrided. The customer would like to know the composition of the material from which the template is made. The patient reported that she had pain and swelling during the period the plate was in place